Event description:
A report was received that the patient would undergo a pocket revision. The ipg revision is due to the ipg being loose in the pocket.

Event description:
A report was received that the patient would undergo a pocket revision. The ipg revision is due to the ipg being loose in the pocket.

Manufacturer narrative:
Additional information was received that the patient underwent a pocket revision and is reportedly doing well.